Event description:
Biopsy pack opened in operating room and broken lidocaine amp noted. "Sterile" kit appears to have been opened and resealed. Blood or betadine noted on kelly clamp and tray. FDA safety report ID# (B)(4).